Event description:
Related manufacturing ref: 3009564766-2021-00015. During the procedure, a cancellation occurred. The patient was prepared for angiography in the operating room. When the first device was connected, the light flashed and the connection was not established. Another attempt was made but the issue persisted. A second device was used but it was unable to connect. Eventually the connection was established but the pressure reading was frozen. Fractional flow reserve (ffr) was not performed and the procedure could not be completed. The patient was stable.

Manufacturer narrative:
One pressurewire x (wireless) was returned for analysis. Functional testing confirmed the pressurewire was able to be connected and calibrated and met functional specifications when analyzed. The transmitter showed a green steady light. No functional anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the received condition of the device and the information provided, the cause of the reported signal calibration issue remains unknown.